Event description:
Litigation alleges that the patient suffers from pain, inflammation, discomfort, difficulty ambulating, and large amounts of cobalt chromium metal ions and particles to be released into the blood, tissue, and bone.

Manufacturer narrative:
**Update** (B)(4) 2013 - pfs and sticker sheet was received. Part/lot was provided for one side. However, there is no indication of which side the product was implanted; therefore, we are not currently updating any part/lot. Should we receive additional information, we will update accordingly. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).